Event description:
Customer called to report a dried leak around the needle assembly of the coulter lh500 hematology analyzer, but could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed that the needle assembly had a slow leak. The fse replaced the needle, flushed out the vacuum and replaced the tubing going through pinch valve (pv) 22. Pv22 is the needle rinse path from the needle to the needle vent chamber (vc4). There was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
The root cause of the leak is unknown, but may be attributed to the needle assembly and its respective vacuum lines. The issue was resolved with the repairs and services performed by the fse. (B)(4).